Event description:
It was reported that a spectrum iq pump infused total parenteral nutrition (tpn) too quickly (over infusion). The patient was on tpn tapering, with a rate change scheduled at 1200 and discontinuation at 1300; however, the line ran dry around 11:45. The pump and bag were positioned appropriately. Similar incidents have been observed in other patients receiving tpn infusions using the same type of pump during patient infusion at pediatrics department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.